Event description:
It was reported that a person using the ilet experienced persistent hyperglycemia around 200 mg/dl for approximately nine hours and was advised to change all infusion supplies; the user employed a cannula-based infusion set and completed the change without noting site or cannula issues, after which blood glucose trended downward. Symptoms included hyperglycemia. Outcomes included recovery without escalation of care. Investigation included phone-based troubleshooting and user education, including full supply replacement and verification of infusion site status. Investigation of this case revealed no device or component anomaly observed by the user, and the event was consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.